Event description:
Examination history: implanted with mentor memory gel round breast implants (375cc) in 2007. Saw ob-gyn in 2016 due to abnormal swelling and pain in one breast. Ob-gyn made order for bilateral mammogram and ultrasound on side showing swelling. Ultrasound revealed fluid around implant and silicone particles in lymph nodes on affected side. Plastic surgeon who did original implant advised that I should wrap my chest with ace bandage when flying, and that implants could stay in. She conceded that removal was optional, and that replacement of implants was optional and that they (implants) were still covered under warranty. She disagreed that any symptoms (outlined below) could be related to possible implant rupture. Radiology report from a second exam revealed collapsed intracapsular rupture on right side with silicone identified within the capsule of the right external to implant, as well as bilateral adenopathy. Second opinion exam from a different plastic surgeon resulted in recommendation for explant surgery performed by en bloc procedure with drains. The following reflects some of the symptoms I've experienced include: severe vertigo, requiring medical treatment and hospitalization, numbness in hands and feet pain in chest low blood pressure, frequent fever blisters and canker sores; hair loss, dry skin, severe fatigue and loss of strength, frequent shock from static, irregular menses, difficulty with concentration, memory loss, changes in balance, regular headaches, joint pain and problems with corrective tissue; fungal rashes. The experience of these symptoms has resulted in a severe and negative impact on my life, including my ability to work and my overall quality of life.